Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged needle was slow to retract. The following information was provided by the initial reporter: we also tested these and found that the inner needle retracts slowly (not used on patients).

Event description:
No new information.

Manufacturer narrative:
The complaint of slow retraction was confirmed and the cause appeared to be manufacturing related. Two videos, five photographs, and unused sealed 24g insyte autoguard units were provided for investigation. A functional test showed that the retraction time of some units exceeded the specification. The appropriate manufacturing personnel were notified of this complaint. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.